Event description:
Additional information received reported that the patient received assistance on (B)(6), 2013 and his concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v679192, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v679192, implanted: (B)(6) 2011. Product type: lead: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the programmer display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. The patient tried to clear the por with the information from the patient manual but was unsuccessful. It was noted that the patient initially saw a warning screen por before seeing an information por. It was noted that the patient experienced a loss of therapeutic effect and was "shaking like a leaf".

Manufacturer narrative:
(B)(4).